Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead, the fixation sleeve detached and entered the patient's cephalica vein, was lost in the blood circulation, entered the patient's rv and then their right lung. The sleeved was able to be recovered and extracted with a snare catheter in the right lung. The lead was not used and another lead was placed two days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found. The analyst noted the anchor sleeve was not attached or returned with the lead. If information is provided in the future, a supplemental report will be issued.